Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the threads are stripped out on the window trial and was not able to thread on to impactor handle."